Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure the patient experienced a pneumothorax. The procedure was completed and the patient experienced chest pain; a pneumothorax was identified. It was unknown if the pneumothorax required a chest tube. The patient's current status at the time of this report was unknown. There were no malfunctions of the system or any of the instrument in use during the procedure and the physician did not believe that the pneumothorax was related to the ion system. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.